Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02600. It was reported the pt experienced a shocking sensation, pain and redness at the ipg site while charging her ipg. The pt reported she went to the emergency room due to the discomfort and was diagnosed with a first degree burn over the ipg site. She treated the burn with silvadene cream and regular dressing changes. She stated blisters developed over the area and she was afraid to recharge her ipg due to the issue. She also reported her stimulation was significantly less effective since the incident. The pt's ipg was explanted and replaced. No further information is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.